Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via merlin.net with multiple non-sustained right ventricular oversensing episodes. The device was post-paced t-wave oversensing on the right ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed. No further information was available.